Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2024).

Event description:
It was reported that during an angioplasty procedure, the device allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies the luers/y-body. During functional testing, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the proximal end of strain relief. The strain relief was loose to the touch and water was noted leaking from the coil springs. No other functional testing was performed. Therefore, the investigation is unconfirmed for the reported break as no evidence of a break was determined. However, the investigation is confirmed for the identified dislodged strain relief and leak as the strain relief was loose to the touch and water was noted leaking from the coil springs. A definitive root cause for the alleged break, identified dislodged strain relief and leak could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 05/2024), g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device was allegedly broken at the conjunction between y and the beginning of the shaft. There was no reported patient injury.